Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the distal portion of the stent struts was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged at the distal end. The damage to the stent is consistent with force/resistance being encountered on advancement of the stent delivery catheter. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the distal portion of the stent struts was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.